Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a revision procedure (MFR - 3006630150-2024-04137). The patient experienced another infection, resulting in the need to move the implantable pulse generator (ipg) to a new site again. Patient underwent an ipg repositioning procedure. No other information available at this time.